Event description:
A valiant stent graft was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a small pinhole of blood shooting from what looked like from the sheath housing of the delivery system of the valiant thoracic stent graft was visualized. The 46x46x150 was advanced into the common femoral artery. As the device was advanced we noticed the blood coming from what looked like the sheath. At this point it was decided to remove this device and replace it with another 46x46x150. When the 46x46x150 was advanced into the common femoral the same event was seen again. The physician resolved this by continuing to advance the device and then deploy the stent graft, remove the delivery system, and place a 20fr sentrant sheath. The amount of blood loss is unknown. They did not have to request units to be delivered. No clinical sequelae were reported. The patient if fine. A review of returned pre-implant abdominal cta¿s revealed that the iliac arteries were moderately tortuous; without calcification. The diameter of the left common iliac artery was 14-16mm, and the diameter of the right common iliac artery was 14-17mm. The distal neck diameter was 20mm with some calcification present. The aaa diameter measured approximately 20mm.a review of pre-implant thoracic cta¿s revealed that the patient had a 7.5cm max diameter taa in the descending thoracic aorta. The proximal neck diameter was approximately 33mm just distal to the lsa, and the distal neck diameter was 32mm. Two still angiogram images during implant showed that 2 or 3 valiant¿s were implanted from the lsa extending into the descending thoracic aorta. The arch was acutely angulated. The great vessels were patent. No endoleak or any stent graft issues could be seen. The cause of the event could not be determined from the films. Images during the event at implant were not available for return. This event does not appear to be anatomy related.

Manufacturer narrative:
(B)(4).